Event description:
It was reported that the serial rs232 data module was broken and there was burnt odor from the device. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the subsidiary mfg engineering center (mec), the reported issue was duplicated and the device does not operate.